Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-04530. It was reported that the patient presented in clinic for a routine check on (B)(6) 2020. It was observed that the right atrial (ra) lead and right ventricular (rv) leads were dislodged. Loss of capture was observed on both leads. The leads were scheduled for re-positioning. During the procedure on (B)(6) 2020 the right ventricular (rv) lead was re-positioned but the atrial (ra) lead was cut by a surgical instrument and was replaced. The patient was stable before, during and after the procedure.